Event description:
This report was received from global pharmacovigilance. This is a spontaneous report from a nurse in the USA of peritonitis with culture positive for (B)(6). Aureus coincident with dianeal pd4 ambuflex therapy. On an unreported date, the patient began treatment with dianeal pd4 ambuflex (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call with baxter customer services, the nurse reported the following. On (B)(6) 2011 the patient experienced peritonitis. On (B)(6) 2011 the patient was hospitalized for the peritonitis. The nurse confirmed the diagnosis was bacterial peritonitis. Treatment was vancomycin IV x one day and then vancomycin ip. The cause of the peritonitis was unknown. The nurse stated it was possibly due to a break in aseptic technique. Treatment information was not reported. On (B)(6) 2011 the patient was discharged. The patient was recovering. Dianeal therapy was ongoing. The nurse stated the event of bacterial peritonitis was unrelated to pd therapy.

Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis is use error- poor aseptic technique. A batch review of the potentially associated lot numbers (h11c24043, h11d26012, h11b22015) revealed no exception during the manufacturing process. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.